Event description:
The device was used during a hysterectomy procedure. Reportedly, the staples did not form properly. The hospital has reported no pt injury occurred.

Manufacturer narrative:
The device was not received for eval.